Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf received. In addition to what was previous alleged. Ppf alleged metal wear.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records for MDR reportability, it was reported that the patient was revised to address failed total hip arthroplasty secondary to metallosis. Preoperatively inflammatory markers were negative for infection. Revision note stated that the patient had elevated serum cobalt and chromium and mechanical symptoms.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pain, suffering and disability. Doi: (B)(6) 2011; dor: (B)(6) 2014; left hip; pinnacle implant.